Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 40 events were reported for this quarter. Product return status 39 devices were evaluated based on historical data analysis. 1 device investigation type has not yet been determined. Additional information 40 devices were not labeled for single-use. 40 devices were not reprocessed or reused.

Event description:
This report summarizes 40 malfunction events in which the device reportedly overheated. - 33 events had no patient involvement; no patient impact. - 7 events had patient involvement; no patient impact.

Event description:
This report summarizes 40 malfunction events in which the device reportedly overheated. 32 events had no patient involvement; no patient impact. 7 events had patient involvement; no patient impact. 1 event had insufficient information received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 40 previously reported events are included in this follow-up record. Product return status: 1 device was received. 39 devices were evaluated based on historical data analysis.